Event description:
Meter was reading low. Pt received a reading of 82mg/dl with this meter and 289mg/dl with a competitive meter and felt like 282mg/dl reading was more accurate. A review of the system was conducted over the phone. This review indicated that meter was not functioning according to specifications. The customer was asked to return the meter for further evaluation and a replacement provided. The customer was invited to call 24/7 with future questions/concerns.